Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's ins's experienced premature battery depletion. Low impedance was thought to be a contributing factor, however based on the impedance report no contacts were out of range. Both ins's were replaced and the issue was considered resolved. No patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2019-13626 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3007566237-2019-01526 was already reported in this report ( #3004209178-2019-13627). Any additional information regarding that event will be submitted as a supplemental submission to this report. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the primary cell ins depleted only 22 months after implantation. It was reported the impedance recorded in (B)(6) 2019 was very low and the therapy impedance in 2017 was also quite low. The therapy impedance from the previous inss in 2013 was significantly higher between 670 and 770 ohms. It was also noted there were some unusual changes in impedances particularly on the left side. For example, left pair 0/3 decreased from 2700 to 1750 to 1250ohms over the 3 most recent tests. No symptoms or complications were reported or anticipated. Additional information was received. The cause of the impedance issue was not determined.

Manufacturer narrative:
H3: product analysis product ID# 37602: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) or elective replacement indicator (eri). A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the problem was thought to have maybe been located in connection part between the ins and extension because the impedances were changed after ins replacement.